Manufacturer narrative:
Device evaluation: one used burr was returned for evaluation. Visual inspection identified a crack in the polycarbonate of the adapter body as well as skiving along the inner tube. A complaint analysis of the single-use dyonics straight burr product line submitted between 2010 and 2012 ytd has identified an increase in the percentage of complaints filed for shedding and/or seizing. The cause of this shedding and/or seizing is ongoing, (B)(4) has been opened to investigate the root cause and supply applicable corrective action. (B)(4).

Event description:
While shaving the soft tissue inside the patient shoulder joint, the surgeon was using a 4.0 stonecutter burr ((B)(4)) as well as 4.5mm incisor plus platinum blade ((B)(4)). Intra-operative bits of metal shavings were coming off the shaver into the patient¿s joint space and sticking to the soft tissue that was being resected and shaved. An attempt was made to retrieve the particulate; however the surgeon indicated that not all the particulate was removed prior to closing the patient portal. The surgeon is unclear as to which device the metal particulate was coming from as both devices were being used in the same procedure. No patient injury was reported and a backup device was available to complete the procedure.